Event description:
It was reported that the patient with this implantable pacemaker device experienced a shocking sensation that was strong and recently gotten stronger. Boston scientific technical services (ts) reviewed the electrogram (egm) via heart connect stated that the patient was asvs at 95 beats per minute (bpm) which corelated the sensation and the device was not pacing at the time. Ts further recommended to have the patient evaluated to address the patient's symptom. As of this time, this device remains in service. No adverse patient effects were reported.